Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed a conclusive cause for the reported single leaflet device attachment/slda cannot be determined. The slda likely resulted in the reported worsening mitral regurgitation (mr). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2019, a follow up echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 4. On (B)(6) 2019, a second mitraclip procedure was performed. One clip was implanted reducing mr to 1-2. The patient remained stable. No additional information was provided.